Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On 11/13/2024, it was reported that the patient¿s sensor failed, which resulted in her being hospitalized. However, the patient provided no further event details, including symptoms or treatment. Attempts to reach the patient for further event clarification were unsuccessful. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that a wearable failure was reported. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline.